Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with an unspecified mentor implant and experienced capsular contracture, baker grade 3 on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported indicating gel devices. If additional information is received confirming gel or saline, a supplemental report will be sent.

Manufacturer narrative:
On june 6, 2022, the mentor failure analysis lab received two devices for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. At this time it is currently unclear which device is the impacted device, therefore both will be analyzed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 15, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth gel implants 550cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. According to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth gel implants 475cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 5, 2022, mentor received an update date of implant and serial number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 23, 2022, additional information was received confirming the patient's previously unspecified device as a 550cc mentor memorygel breast implant, catalog# 3505504bc, lot# 5913943. An updated date of implant was also received. A manufacturing record evaluation (mre) has already been performed prior to this submission, and relevant fields have been updated to reflect such on this current report. Manufacturer¿s reference number: (B)(4).